Event description:
During surgery, an rn moved a display that was attached to a boom in the operating room. While repositioning the display, the boom arm mount failed while the display and arm were not over the patient. If the display had been above the patient or a staff member, that person would have likely been injured. Manufacturer response for surgical display boom, (brand not provided) (per site reporter): the manufacturer plans to visit the hospital to assess the failure.